Event description:
Pt reported that she has been experiencing high blood glucose values (262-539 mg/dl). The pt indicated that she would administer a bolus to reduce her blood glucose values. Pt stated that she did not experience any symptoms of the elevated blood glucose as she experiences hypoglycemic and hyperglycemic unawareness. The pt reported that she tests her blood glucose 10 to 12 times per day to maintain control. The pt stated that she received 04 (occluison) alarms. These alarms were cleared successfully with the help of a company representative. Product was requested to be returned for evaluation. No medical assistance was required.